Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 132mg/dl, 318mg/dl. Tests were done within 10 minutes with a difference of 73%. Pt did not experience any adverse events. No further info has been reported.